Event description:
It was reported that the asymptomatic patient was presented in clinic for a high pacing lead impedance alert. Isometric testing was performed and electrical values were within normal range. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.